Event description:
It was reported to boston scientific corporation that a captivator small hexagonal snare was used in the colon during a polyp removal procedure. According to the complainant, when the physician was retracting the handle to capture the polyp, the loop suddenly retracted into the plastic sheath, cutting the target polyp without full cauterization. Reportedly, this resulted in bleeding at the site, but no treatment was required. The procedure was completed with another captivator snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. Reported event: snare loop suddenly closing. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.